Event description:
During a vertebral artery recanalization case, the operator used a guidewire (subject device). After delivered the guidewire, the operator withdrew and cleaned it. At that time the operator found a lot of the coating of the guidewire exfoliated and a lot of green solid material was found on the gauze. The operator then used another guidewire in same type to finish the procedure.

Manufacturer narrative:
Expiration date: updated. Product available to stryker: updated. Device evaluated by mfg: updated. Summary attached: updated. Manufacturing date: updated. The device history record review confirms that the device met all material, assembly and performance specifications. Visual examination of the returned device revealed that the guidewire polytetrafluoroethylene (ptfe) coating was examined and it was discovered that the ptfe was peeled/scraped off on several places along its proximal approximately 150.0cm length (from its proximal end). The ptfe coating was scrapped 360 degree on the wire. The coating was scraped on several places along the guidewire proximal length. The ptfe coating appeared to be scraped off the guidewire with the torque device collet and/or the introducer. The torque device was not returned. No other anomalies were found on the guidewire. The functional evaluation was not performed due to the nature of the complaint. However, the ptfe coating was tested to ensure acceptable adhesion by wrapping around a 0.140" mandrel. A ptfe coated section was wrapped 10 times around the mandrel in a tight wind and close pitch, and then inspected for anomalies. The ptfe coating showed no anomalies resulting from the test, confirming the ptfe coating met all required specifications. The ptfe coating was adhered to the guidewire. The complaint that the green coating came off was confirmed due to the anomalies found on the guidewire. The information from the customer indicated that the torque device was not securely tightened during the use. The device directions for use (dfu) cautions the user to "securely fasten the torque device onto the wire to prevent slippage of the torque device and to avoid product damage (i.e., core wire abrasion/peeling of ptfe, etc.)". Therefore, it is possible that this damage may have been potentially caused by insecure tightening of the torque device collet. Therefore, an assignable cause of user error has been assigned to this investigation.

Manufacturer narrative:
Subject device is not available.

Event description:
During a vertebral artery recanalization case, the operator used a guidewire (subject device). After delivered the guidewire, the operator withdrew and cleaned it. At that time the operator found a lot of the coating of the guidewire exfoliated and a lot of green solid material was found on the gauze. The operator then used another guidewire in same type to finish the procedure.